Event description:
On (B)(6) 2015, a frequent occlusion alarm issue was reported. The reporter noted the patient¿s blood glucose was 400 mg/dl with trace ketones and excessive urination. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related call-service alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was found to be within specification. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.